Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue on (B)(6) 2026 when the tubing caught on something, causing the adhesive to detach from the skin. The blood glucose level reached 300 mg/dl. The patient then replaced the infusion set and successfully resumed insulin delivery. Information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.